Event description:
A pt was admitted for stenting of an 80%, 25mm lesion in the ostium of the left internal carotid artery (lica) and extending into the proximal lica and the bifurcation of the common carotid artery. The target lesion was severely calcified and the vessel was moderately tortuous. A 7mm basket, medium support angioguard device was advanced beyond the target site and was deployed without difficulty. An 8.0 x 40mm precise stent was then successfully deployed in the target site. Residual stenosis was 20%. When the physician attempted to capture and retrieve the angioguard, the filter snagged on the edge of the stent. There were no pt injuries reported and the procedure was completed successfully.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the mfg route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Without the return of the actual complaint product, the event reported by the customer cannot be confirmed, nor can any conclusion regarding root cause be drawn. There is no evidence to suggest that this event is related to a mfg issue or any defect of the device.